Manufacturer narrative:
(B)(4): physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and found a capacitor, designator c318, shorted and burned.

Event description:
During a pt use, it was reported that the device beeped, the screen turned gray and it made a flutter noise while running ECG. The user power cycled the device and it illuminated the service light and the screen was black. The pt had a sinus rhythm and the device use had no adverse effects. There were no further details on the event and/or the pt provided. Physio-control evaluated the device and observed several event codes logged repeatedly in the memory during the event indicating a possible lock-up failure during use.